Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error 48100 pointing to node ac_2e. The system was tested and verified as ready for use. The usm unit involved with this complaint has not been returned for evaluation as of the date of this report. A follow-up MDR will be submitted if the product is returned for testing (post engineering evaluation) or if additional information is received. A log review confirmed that the procedure was performed on (B)(6) 2022 on system sl0101. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, error 32056 occurred, pointing to universal surgical manipulator (usm) 2. The technical support engineer (tse) informed the customer that usm2 would not be usable. The tse informed the customer that they could move usm2 out of the operation field and deactivate it to use the remaining 3 usms. The tse also informed the surgeon about the possibility to adjust the hand control assignment. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was detected during the procedure and after the ports were placed. The system function was checked after the system was booted and the system did initially boot up without error. The cause of the defective arm is unknown. The reported error did not occur when the instrument collided/ came into contact with another instrument and not at another time that the instruments did not collide/come into contact.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint the reported complaint. The unit was tested on an in-house system and it passed normal mode. The logs showed errors 32056, 32058, and 48100. During inspection, traces of dried fluid intrusion were found on the axes controller spar (acs) cover, spar rocker switch and insertion clutch, insertion top-bottom housing, insertion flat flex cables, and cannula mount. The unit went through testing on psc fixture test platform (pftp) and it passed lissajous, direction tests, chipencoder virtual absolute (cva) characterization, sensors check, brake hold, brake release, sine cycle, carriage sensors check, carriage friction test and advanced brake.

Event description:
Refer to h10/h11 for follow-up information.